Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that the pod was not working. After removal of the pod, the pink slide moved forward, and the cannula was not visible. This indicates a needle mechanism failure. Additionally, the patient reported of skin irritation. No impact to the patient's glucose level was reported. The pod was worn on the skin between 5 and 24 hours.